Manufacturer narrative:
H11: one (1) device was received for evaluation. A visual inspection was performed, and a missing lower horizontal weld seal of the product packaging was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variations of the manufacturing product packaging weld sealing process. The other two devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of three (3) exactamix non-vented, high-volume inlets were unsealed. The inlet packaging was missing the long straight seal on the bottom edge of the packages which made the packaging open/exposed and unusable. These issues were discovered prior to patient use. There was no patient involvement. No additional information is available.